Event description:
It was reported that after the sheathed insertion, the acat 1 plus experienced high pressure alarms. Troubleshooting commenced but they were unable to resolve the alarms. As a result, the iab was exchanged. There were no reported pt complications.